Event description:
The reporter indicated that a 13.2mm vticmo13.2 implantable collamer lens of -10.5/1.5/134 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2023. The lens was intraoperatively implanted and removed due to excessive vault. Cause of the event is a patient related factor. Reportedly, "excessive vault at the implantation with the iris which passed under the icl in spite of cleaning of viscoelastic significant risk of pupillary block. The icl has been explanted directly."

Manufacturer narrative:
Weight-race:unk. Claim# (B)(4).

Manufacturer narrative:
Claim# (B)(4).

Manufacturer narrative:
H11 - disregard initial medwach report and supplemental, as new information indicates this claim is not reportable. Claim#: (B)(4).